Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections updated, h6: health effect - impact code, health effect - clinical code, type of investigation, investigation findings and investigation conclusions. The device was not returned for evaluation. An image review was performed on imagery provided of the patient's anatomy and visual inspection of the imagery was performed. Calcification was observed in the annulus. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. The balloon burst was unable to be confirmed since neither the applicable imagery nor the complaint device were returned for evaluation. However, no manufacturing non-conformance was identified during the evaluation. As the device was not returned, engineering was unable to perform any visual inspection, functional testing or dimensional testing. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. The patient had a mild degree of calcium in the annulus/leaflets. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. During manufacturing all inspections are conducted on 100% of the units. The entire device is visually inspected and dimensionally testing during the manufacturing process. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event.

Event description:
During a valve-in-valve procedure with a non-edwards surgical valve with a 23mm sapien 3 ultra valve in the aortic position, the delivery system balloon ruptured upon deployment during approx 80% of valve delivery. The valve was functioning well, mean gradient 12-17mmhg via transesophageal echocardiography (tee) with no paravalvular leak (pvl). Upon removal of delivery system the balloon would not enter the esheath and they tried to remove the delivery system and esheath as a whole. The balloon became stuck in the common femoral and the team elected to cut down. The surgeon reported intima around the balloon tip and performed a repair of the common femoral artery (cfa). Patient tolerated well and transferred to the post anesthesia care unit (pacu) in stable condition. Team reports next day patient doing well.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, during a valve-in-valve procedure with a non-edwards surgical valve with a 23mm sapien 3 ultra valve in the aortic position, the delivery system balloon ruptured upon deployment during approx 80% of valve delivery. The valve was functioning well, mean gradient 12-17mmhg via transesophageal echocardiography (tee) with no paravalvular leak (pvl). Upon removal of delivery system the balloon would not enter the esheath and they tried to remove the delivery system and esheath as a whole. The balloon became stuck in the common femoral and the team elected to cut down. The surgeon reported intima around the balloon tip and performed a repair of the common femoral artery (cfa). Patient tolerated well and transferred to the post anesthesia care unit (pacu) in stable condition. Team reports next day patient doing well. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.